Event description:
It was reported to MFR by facility, per facility after the interview with the two c.n.a. In the room, it was stated that the resident was on the bedside commode, resident was stood up and pivoted onto her bed and placed right in the middle of the bed. Per the aides, they said they heard a sound like a pop, right where the resident was placed, and the bed dropped approx 2 inches. No fall was reported just that the bed dropped. MFR has asked that bed be taken out of service and a new bed will be sent to this facility. In addition, bed product mgr will be doing an in-service and evaluation of said bed at the facility. Resident was taken to the hosp for a CT scan. Per facility, resident was in the n/h because of a fall at home that happened two weeks prior to this alleged incident. Resident is on the heavy side but within the bed weight capacity. CT scan of the right knee per hospital indicated sagittal and coronal reconstruction images were obtained. There is a comminuted fracture through the proximal tibial, there is minimal depression of the laterail tibial plateau, there is patellar deformity raising the possiblity of prior trauma but this does not appear to be recent or acute. Per MFR, the bed was thoroughly inspected on 07/25/06 both mechanically and electrically. The bed operated as intended with no sign of physical or electrical damage that could have contributed to this complaint. It is our opinion that this product may be returned for service. Bed product mgr asked about resident and was told she had been already discharged from the n/h to her residence. In addition the c.n.a.'s were not available for conversation with MFR bed product mgr.